Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (5mg/ml at 0.5mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was seeing new physician for pump management. The pump refill alarm date was (B)(6) 2021. On (B)(6) 2021 the healthcare provider (hcp) stated they could not aspirate any fluid from pump. Injected 10 ml saline but could not aspirate saline back. The hcp stated pump looked normal and refill needle was inside reservoir. Due to not being able to get saline back, pump was not refilled. The hcp stated  logs showed motor stall occurred and recovered after patient reported MRI. The hcp will do a pump study, check reservoir and attempt refill again on (B)(6) 2022. The issue was not resolved, the patient status was alive no injury. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the inability to aspirate the saline from the pump at the initial visit was not determined. No actions/interventions were taken to resolve the inability to aspirate or the volume discrepancy. The cause of the patient¿s lack of pain relief was not determined and as of yet the pump medication had not been changed.

Event description:
Additional information received from company representative (rep) noted that the pump printout on (B)(6) 2021 stated 11 ml left but had zero ml in the pump. There were no explanation for why there was expected pump reservoir volume of 11 ml, but the pump was empty. It was additionally reported that the patient stated having a gallbladder surgery on (B)(6) 2021. The patient was unsure when or if the withdrawal was from pump being empty due to the surgery. On (B)(6) 2022, when the patient attempted to be filled again after the (B)(6) 2021 visit, no saline came back. The physician got back 6-7 ml of brown tinged fluid out of the pump. 10 ml of clear saline was put in the pump and 10 ml of clear saline returned. The physician then filled the pump with medication. There were no rotor or catheter dye study performed. The patient returned to the office on (B)(6) 2022 stating that they were not getting relief since the medication refill. The dose was increased. The patient returned to office again on (B)(6) 2022 complaining of severe nausea sin ce 24 hours after last increase of dose. There was still no pain relief. The dose was decreased 20% per physician. Changing medication in pump was discussed with the patient. Of note, attached session long report noted that the patient was also receiving bupivacai ne (5 mg/ml at 0.4797 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.